Manufacturer narrative:
This supplemental report is being submitted for correction to the initial medwatch g3.the new aware date is 10oct2024.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d9, h3, h4, and h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the insufflation control is poor due to an electropneumatic proportional valve failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation unit exhibited pressure-specific issue - pressure decreased. There were no reports of patient involvement.